Event description:
It was reported that the procedure was cancelled after the patient had been sedated. An angiojet ultra system console was used for a thrombectomy procedure. During the procedure, it was noted that error code 69 was displayed and patient was already sedated. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluation by MFR: the angiojet drawer assembly was received in good condition with no physical damages observed. Ultra system console and catheter were not returned for analysis. The drawer was installed into ultra system test fixtures and passed all test steps. The user interface controller showed no error during the time of testing. The unit error code (69) was not found, therefore 69 error was not confirmed.

Event description:
It was reported that the procedure was cancelled after the patient had been sedated. An angiojet ultra system console was used for a thrombectomy procedure. During the procedure, it was noted that error code 69 was displayed and patient was already sedated. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.